Event description:
A surgical coordinator reported a patient experiencing glare and seeing a line across central vision since day one following intraocular lens (iol) implant surgery. In a follow-up, it was reported that the lens was exchanged and the events have resolved (no more glare or line).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/26/2009 and 06/29/2009 by phone, fax, and mail. A completed questionnaire has not been received. Additional information was received by phone.